Manufacturer narrative:
As reported, the sorbafix enhanced fixation device misfired and failed to fixate the mesh. Evaluation of the returned sample finds that the device failing to fixate could not be reproduced. Functional and simulated use testing shows the device to function as intended. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, sorbafix enhanced fixation device was used to fixate the mesh at bilateral groin. It was reported that after 3 to 4 fasteners deployed successfully into the mesh, the fastener did not deploy in next attempt and another attempt was made in which the fastener deployed but did not fixate the mesh. It was reported that the procedure was completed with another device. There was no patient harm or injury.